Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. At the visit on site, the field service engineer could not duplicate the system freezing issue. No related errors were found in the log files. The joystick was replaced as preventive measure. The system was successfully verified according to specifications. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. The most possible root cause is user handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the system froze during the procedure. The arm would not raise but the interface was able to be lifted in order to get the patient off the bed. The system was rebooted and the procedure was completed with no patient harm.